Event description:
One surgeon had swelling and itching at wrist, where cuff line of surgical gown is on the skin. The company was informed of this on april 25, 2001. The surgeon had to take cortisone and was not able to operate for two days.